Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found three casters failing to lock swivel the screws were broken off on the hex rods. The tech replaced the casters and the hex rods to repair the stretcher.